Manufacturer narrative:
Additional information was received that patient underwent an explant procedure due to other medication issues unrelated to the device. Device malfunction was not suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.